Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel "awful" and that they "feel like they have heart block all the time." It was noted that there was also delayed atrial refraction. The leadless implantable pulse generator (ipg) was inactivated and upgraded/implanted with a bi-ventricular cardiac resynchronization therapy defibrillator (crt-d) pacing system. No further patient complications have been reported as a result of this event.